Event description:
The surgical wound had opened in the past. A procedure was performed to control the infection, and following the infectious disease specialist_s recommendations, the removal was advised. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.